Event description:
Patient had a generator replacement occur. The explanted devices were discarded. No additional relevant information has been received to date.

Event description:
It was reported by the patient's mother that the patient is having increased seizures. It was noted that the patient settings were increased and the battery was nearing eos. No known surgery has occurred to date. No additional relevant information has been received.